Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that they now have an underbite, the upper and lower arches are hitting each other when patient bites down while wearing aligners. They also report left jaw is moving to the right side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.